Event description:
A (B)(6) distributor contacted zoll customer support to report that a pt was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary. Device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, the trunk cable was pulled from the strain relief, damaging connector j702 on the distribution node pca board and causing the reported service code 204. The root cause for the strained cable could not be positively identified, but was likely excessive force. No adverse event resulted from the strained trunk cable. The pt rec'd a replacement electrode belt.